Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent unspecified alarms occurred stating "cartridge cannot be read" during the load sequence. Cartridge changes were performed resolving the alarms. There was no reported adverse impact to the customer's blood glucose level.